Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient developed an infection at the pod's insertion site and was taken to the emergency room. The patient was treated with intravenous therapy and was prescribed lupin-cephalexin (4 times a day for 7 days liquid oral use). The patient was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.